Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Upon interrogation of the device increase/high out of range right ventricular (rv) lead shock impedance measurements were observed. Other measurements were noted stable and within normal limits and there were no instances of noise observed. Boston scientific technical services (ts) noted a gradual rise in shock impedances and discussed options for additional testing. The physician elected to continue with regular follow-up believing the increased measurements to be nothing more than an intermittent spike. No adverse patient effects were reported. This system remains in service.